Event description:
Reporter alleged he went to the doctor, medication was added, and he went to the hospital based on the blood glucose monitor device results. Reporter stated device readings were 380-390 mg/dl and his doctor increased his normal dosage of medication and added another medication not part of his normal usage. Reporter stated when calling the doctor to indicate the readings were still 380-390 mg/dl after the medication adjustment; the doctor advised him to go to the hospital. Reporter indicated the hospital device measured 86 mg/dl and he was then advised to return to his normal dosage of diabetes medication. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.